Event description:
It was reported that during the initial implant procedure, the suture sleeve of the right atrial (ra) lead slid along the lead into the vein. The suture sleeve was retrieved and the ra lead was successfully implanted. The patient was in stable condition.